Manufacturer narrative:
H3): the device was discarded, thus an investigation could not be completed. H6): added codes: 4755, 4619, and 4621.

Manufacturer narrative:
A supplemental MDR to follow upon availability to enter component code (B)(4).

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function and occlusion. A second rv lead and a left ventricular (lv) lead were present in the patient but were not targeted for extraction. To provide traction to aid in lead removal, the physician chose to use cook liberator locking stylets in the leads. The physician then chose a spectranetics 14f glidelight laser sheath to begin the procedure, attempting extraction of the ra lead first. During use of the glidelight device, the patient's blood pressure dropped briefly but quickly returned to normal after the team paused with the extraction. At that time, no effusion was detected using transesophageal echocardiography (tee). The extraction then continued with use of the glidelight device, when stalled progress was encountered in the superior vena cava (svc)/ra junction. The physician then switched tools to a spectranetics 11f tightrail rotating dilator sheath and continued with the extraction. Progress continued to approximately 2cm from the tip of the ra lead. At that time, the patient's blood pressure dropped again and an effusion was noted via tee. Rescue efforts began immediately, including rescue balloon, pericardiocentesis, sternotomy and bypass. An extensive tear, from the innominate through the svc was discovered. Repair to the area was successful; the ra lead was removed during the repair and a portion of the rv lead was removed as well, leaving the distal portion of the rv lead in the right ventricle. The patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure. Although the glidelight device was present within the area of injury as well, an effusion was not detected until after use of the tightrail device.